Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported his cycler did not pull off all the fluid. Review of the patient's treatment data revealed the patient experienced an episode of increased intraperitoneal volume (iipv). The patient remained asymptomatic. (B)(4). The reported drain volume of 4761ml was (B)(4) over the expected drain volume which resulted in a reportable device malfunction. During follow-up with patient's nurse she stated the patient's prescribed fill volume is 2500 and she did not think the patient had an issue with overfill. The nurse indicated the patient was feeling well and was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) and completed her treatment.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.